Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A non-qualified handpiece was indicated. The cartridge and viscoelastic used were not provided. It is unknown if qualified products were used. The root cause for the reported event may be related to a failure to follow the instructions for use (IFU). The IFU instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, when using a non-company injector, the lens was catapulted during injection into the eye resulting in a capsular tear. Additional information has been requested.